Manufacturer narrative:
Analysis of the catheter revealed a user-related hole in the catheter body. The catheter was received in 2 segments. Under mic roscope inspection, two separate holes were found in an area 11.5 to 11.8cm from the distal end of segment 2. It was not possible to determine how these holes may have occurred, but they seemed to be the results of some type of mechanical force. The holes were not related to the manufacture of the catheter. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced less than (B)(6) therapy relief, increased pain, and increased spasticity. A dye study was performed. An unknown catheter issue occurred, as no cerebrospinal fluid (csf)/drug flow occurred. The entire catheter was replaced on the date of this report. The catheter issue was not found. No catheter segments were left in the intrathecal space. No additional actions or interventions were taken as a result of the catheter issue. The patient status at the time of this report was indicated to be ¿alive-no injury¿. As of (B)(6) 2014, the patient was believed to be receiving effective therapy; the manufacturer representative had not heard any complaints. The device system was used to deliver compounded baclofen and morphine. The cause of the event and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient "catheter" got "kinked".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.